Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had chronically high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Cont.) 4092 implantable pacing lead implanted: 2003-(B)(6), product analysis: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).